Manufacturer narrative:
(B)(4) (cuvette lot #m0jpt095). Method: no product returned. Result: customer complaint could not be confirmed. Conclusion: device not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports higher than expected pt/inr results on hemochron elite microcoagulation system. Pt/inr 6.3. The test was repeated and result was out of range high. A lab draw was performed and expected results were received. The instrument is still in use. Both liquid quality control and electric quality control tests were acceptable prior to the procedure. Therapeutic range is pt/inr 2.0-3.0. No adverse event(s) reported.